Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "right implant is ruptured, and encapsulated with radial folds ". The device remains implanted.

Event description:
Patient reported "right implant is ruptured, and encapsulated" per ultrasound. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/ or corrected data: b5, d.4, d6b, h6.